Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states that she feels dizzy but denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 02/13/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Blood test 2: undisclosed. Reviewed meter memory: 1:92 mg/dl (B)(6) 2015 05:43 pm fasting:yes. The customer is concerned about the results she received today 41 mg/dl and 92 mg/dl. No adverse event reported.